Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary duplicate address detected on 35 south. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address detected. The technical support specialist (tss) contacted the customer and applied the duplicate cubie add packages on rss. Tss successfully applied the packages. The customer was called, and the pharmacist was reached customer had gone for the day. Customer mentioned that 35 south stations were still having the duplicate address issue, while 45 south was resolved. Customer was informed that the packages would be applied again and an update would be provided, but dialing in was not possible since tss was outside the us. Tss successfully checked and applied the required packages. Tss also contacted customer and confirmed that there were no failed hardware icons on stations 35s and 45s. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary duplicate address detected on 35 south. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.